Event description:
It was reported to boston scientific corporation that an endostat ii generator was used during a procedure performed on (B)(6) 2015. According to the complainant, during preparation, the system failed ablation. There were no reported patient complications and it is unknown how the procedure was completed.

Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date is unknown. (B)(4) failure in ablation. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.